Event description:
A customer reported that during surgery, a system message was displayed, a broken vitrectomy probe connector was noted, and there was a significant delay. Numerous attempts have been made to obtain additional information regarding the event and potential patient impact, but no information has been provided.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported system message (sm); however an advisory "lamp has exceeds 400 hrs" was displayed. The company representative replaced the lamp, replaced the broken vitrectomy connector, and replaced the fluidics module for diagnostic purposes. Sms, "laser controller mirror incorrect position error" and "laser controller detected a port hardware failure" occurred. The company representative reseated ribbon cables to resolve the laser sms. The system was then tested and met product specifications. The replaced fluidics module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).